Manufacturer narrative:
D4 (suspect medical device, expiration date) was updated. D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. H6 codes were updated. The reported complaint of catheter leak was confirmed during a visual inspection of the returned icy catheter. A circumferential tear was observed in the medial balloon. The tear was located 2.5 cm away from the proximal end of the medial balloon. The probable root cause was a latent material defect. Due to the condition in which the catheter was received, the functional test could not be performed. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number 211613.

Event description:
Ivtm therapy was initiated using an icy catheter (lot # 211613) inserted into the patient's right femoral vein. It is unknown whether the insertion was smooth or difficult. During the treatment, blood was observed flowing into the start-up kit (suk) tubing. The exact stage at which this occurred is unknown, and no "air trap" alarm was reported. The customer identified a catheter leak as the cause, replaced both the catheter and suk, and continued therapy. There was no malfunction reported on the suk. No patient injuries were reported.

Manufacturer narrative:
Zoll did not receive the catheter in complaint for investigation. A follow-up report will be filed if and when the product is returned and an investigation has been completed.